Manufacturer narrative:
This device has been returned by the user to vygon u.s. The device has been sent to the manufacturer (vygon (B)(4)) for evaluation and investigation. The results of this investigation are still pending, and will be sent to FDA via a follow-up MDR within thirty days of investigation conclusion.

Event description:
Transport nurse was sterile. Prior to insertion, the protocol is to flush line to determine patency or defects. Catheter was flushed with normal saline in a 3ml syringe. When approximately 0.2ml if flush was used it was noted that a leak was present in the area just past the rod. The line was not used on the patient. The line/rod was not managed any differently that what is normal insertion practice. The line did not appear to be packaged any differently than they have seen before when opening the package.